Manufacturer narrative:
Corrections: b3, b5, h10 product event summary: one controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of con304637 revealed that the unit passed functional testing, however, visual inspection under 10x magnification revealed hairline cracks around power ports one and two of the controller. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed relative state of charge (rsoc) between 101-201 involving bat595708 and bat595711, which is indicative of a communication error between the controller and the batteries. Further analysis revealed several momentary disconnections involving bat582297, bat595711 and bat581102. Momentary disconnections will result in an audible tone or ¿beep¿. Analysis of the alarm log files revealed three critical battery alarms due to communication errors involving bat595711. As a result, the reported event was confirmed. The most likely root cause of the reported communication errors can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteries. The most likely root cause of the reported beeps can be attributed to momentary disconnections between the controller and batteries. An internal investigation was completed to investigate momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that two batteries exhibited communication errors.

Manufacturer narrative:
Product event summary: one controller and four batteries were returned for evaluation. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the controller revealed that it passed functional testing. Visual inspection under 10x magnification revealed hairline cracks around power ports 1 and 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under (B)(4), the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed three critical battery alarms due to communication errors involving (B)(4)within the analyzed period. Analysis of the data log files revealed several momentary disconnections involving (B)(4). Momentary disconnections will result in an audible tone. As a result, the reported event was confirmed. The most likely root cause of the "critical battery alarm" event can be attributed to communication errors between the batteries and controller. The most likely root cause of the reported beeps can most likely be attributed to momentary disconnections between the controller and the batteries. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2019-02-28. UDI #: (B)(4). Return date: 2018-06-13. Device evaluation anticipated, but not yet begun. Mfg date: 2018-02-05. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2018-07-31. UDI #: (B)(4). Return date: 2018-06-13. Device evaluation anticipated, but not yet begun. Mfg date: 2017-07-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2019-02-28. UDI #: (B)(4). Return date: 2018-06-13. Device evaluation anticipated, but not yet begun. Mfg date: 2018-02-05. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2018-06-30. UDI #: (B)(4). Return date: 2018-06-13. Device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hearing intermittent beeping. Further inspection by the site concluded that these beeps were critical battery alarms. The devices have been exchanged. No patient complications have been reported as a result of this event.